Manufacturer narrative:
The case description states that the op5 app on the user¿s phone is not registering decimal points when making manual adjustments to the bolus and the decimal needs to be entered twice to register it. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the log files do not show any boluses that the user delivered that relate to a potential over delivery of insulin due to this issue. No boluses were seen in the engineering logs delivered on the date of occurrence, (B)(6) 2023, in the user¿s time zone. A software defect has been identified in version 1.2.2 of the omnipod 5 app. This defect has introduced an error in the bolus calculator where the entry of a decimal separator (period/comma) is not recognized by the device in a defined sequence of events. This may lead to an over-delivery of insulin to the user if the user does not recognize the error on the bolus calculator screen or the confirmation screen prior to starting the bolus. The complaint reported issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Event description:
It was reported by the patient that a malfunction had occurred while using their omnipod 5 controller app. The patient gave an example saying, "you have to put the decimal point in twice in order for it to register ". Caller states this occurs when he is editing the suggested bolus by the bolus calculator. No injuries or medical intervention was required due to the malfunction.

Manufacturer narrative:
The reported event occurred due to a software defect that is subject to a field safety correction. Reference FDA:res number 93511. The case description states that the op5 app on the users phone is not registering decimal points when making manual adjustments to the bolus and needs to be entered twice to register it. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the available log files show a 1.5u bolus being delivered on (B)(6) 2023 in the user time zone. No boluses were seen in the engineering logs delivered on the date of occurrence, (B)(6) 2023, in the users time zone. The user attempted to adjust the bolus past the max bolus, while inputting a decimal point. The user then went through the steps to confirm and start the bolus to deliver the bolus, while adjusting the bolus volume by 0.5 units. The user was successful in making manual adjustments to the bolus using decimal points, however it could not be determined if the user needed to enter the decimal point twice to for the phone to register it.